Manufacturer narrative:
Reported event of separation failure was not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.

Manufacturer narrative:
Reported event, of separation failure was not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button, where the bullets on the tether interact was within specification. DHR reviewed and found to be complete. The product passed all quality control tests, prior to its distribution. Longevity assessment was performed. And device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.

Event description:
It was reported that patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the right ventricular lp failed to be separated from the catheter. It was further noted the device was unable to redock the catheter to device. The procedure was completed using an alternate lp on (B)(6) 2024. There were no patient consequences.